Event description:
The hcp reported the patient had been experiencing band like or radicular pain at the t10 level. An MRI was performed in the fall of 2004 and diagnosed an inflammatory mass at the t10 level. The mass was removed in the winter of 2004. The patient status at present was reported as good.